Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was leaking at the hub connection about ten days after a routine nephrostomy exchange. The patient returned to the facility for an exchange. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. A review of the complaint history, device history record, documentation and visual inspection/dimensional verification/ functional test of the returned device was conducted during the investigation. The used catheter was returned for investigation in an opened condition. The device was returned in two separate pieces and appeared to be cut. No other surface damage was apparent. A leak test was conducted and revealed a leak between the catheter tubing and connector cap. The connector cap was removed revealing that the suture string appeared wound in the threads of the cap and the flare appeared to have been caught in the threads. Device attributes were measured and found to be within manufacturing specification. The device was not out of specification. Additionally, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per quality engineering risk assessment, there is no further actions required at this time. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.